Event description:
On approximately 12/23/2000 an employee at hospital had steam in face and eyes after employee attempted to pick up an autoclaved sharps container and the lid came off. Kendall's quality assurance dept was notified of this event on january 27, 2000.